Event description:
During a radial head fracture repair surgery, the tip of the katalyst hex driver chipped. The piece was retrieved and there was no injury to the patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.